Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that alarms for a patient were not provided at the information center on (B)(6) 2017 between 12:00 and 12:25 as expected. Patient related impact is described and investigated in a separate complaint, 1218950-2017-00772. There is no additional patient harm.